Event description:
Patient representative reported right side patient "was shocked and afflicted with the insecurity caused by the news, regarding the possibility of developing cancer. A new surgery is already generating anxiety, anguish and fear in patient". Patient is presenting capsular contracture, baker grade iii and cysts. Device has been explanted and replaced.

Manufacturer narrative:
This is a follow-up report to a medwatch submitted under manufacture report number 9617229-2020-02640. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade iii.